Event description:
According to literature source of study performed, a 40-year-old woman experienced a small bowel obstruction following a roux-en-y gastric bypass procedure. The stapler was used to perform the anastomoses and suture was used to close the gastrojejunostomy and the jejunojejunostomy. One week postoperatively, the patient experienced abdominal pain, went to the emergency room, and underwent a computed tomography scan and laparoscopic exploration which revealed obstruction at the jejunojejunostomy site. The patient underwent a laparoscopic exploration, it was then discovered that the free end of the suture was grasping the surrounding tissue causing adhesions and subsequent obstruction. The free end was trimmed, and the surgery was completed. The patient was discharged two days later and had no further complaints. The complication was noted and not related to the stapler.

Manufacturer narrative:
Title: an unusual case of early small bowel obstruction after roux-en-y gastric bypass by the free end of a v-loc¿ suture source: asian journal of endoscopic surgery doi: 10.1111/ases.13132. / received: 24 july 2022- / revised: 7 september 2022 accepted: 13 september 2022. Concomitant product: unknown endo gi - unknown endo gia instrument, lot# unknown unknown egia su - unknown endo gia sulu, lot# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.